Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject flow diverter came off delivery wire during use, this resulted in incorrect deployment. The second device was needed which caused 45-minute surgical delay. The procedure was completed without clinical consequences to the patient. No other information was provided.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated there was no damage noted to the packaging prior to preparation of the device and the device prepared as per the dfu. There was no friction/resistance encountered during the procedure. The patient¿s anatomy was extremely tortuous. The surgical procedure being performed was aneurysm embolization. There was a surgical delay of 45 minutes. There were no further adverse consequences to the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿ stent improperly deployed¿ and ¿stent migration inside microcatheter¿.

Event description:
It was reported that during procedure, the subject flow diverter came off delivery wire during use, this resulted in incorrect deployment. The second device was needed which caused 45-minute surgical delay. The procedure was completed without clinical consequences to the patient. No other information was provided.